Event description:
The reporter stated that the targeting device was not working properly during surgery. The calcaneal screw holes and the compression device holes were misaligned. The device was re-adjusted but the procedure was prolonged by about one hour. Integra has requested additional info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.